Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that he evaluated their device but was unable to duplicate or verify the reported issue. The biomedical engineer requested that physio also examine the device. Physio-control evaluated the customer's device but was also unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not provide a shock during a recent event. The customer further advised that during a procedure in the catheterization lab medical staff provided an initial shock to the patient. They then attempted to deliver a second shock, but the device would not shock when prompted. The customer was using 3rd party therapy electrodes during the event, connected to a quik-combo therapy cable. A backup device was obtained and used to continue patient care. There were no reported adverse effects to the patient as a result of the reported issue. The customer advised that no further details about the patient or the event were available.